Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under 510(k)/PMA: p140016. H10 - related report numbers: (B)(4). Investigation is still in progress this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The procedure was performed on (B)(6) 2026. Zta-p-44-233-w1 was placed proximally. Zta-p-46-233-w1 was placed distally. Although it is unclear whether this finding was related to the consumptive coagulopathy, a proximal type I endoleak was observed at the zta-p-44-233-w1 (cn-(B)(4) at the zta-p-46-233-w1, the following findings were noted: suspected type iiib endoleak and suspected type IV endoleak (cn-(B)(4) (suspected type IV endoleak has been changed to type I endoleak - see below information from 27jan2026) an intervention with tevar (thoracic endovascular aortic repair) is scheduled for (B)(6) 2026. On (B)(6) 2026: endoleak confirmed by angiography. On (B)(6) 2026: retreatment performed with tevar. The type of endoleak was identified during the procedure on (B)(6) 2026. Confirmed as proximal type1 and distal type1. Type 3b and type 4 were absent. Proximal type 1 endoleak: (cn-(B)(4). Contrast injection was performed near the proximal bare alignment stent, and an endoleak was confirmed. Although contrast entered outside the stent in the distal aortic arch, the proximal type 1 endoleak seen within the aneurysm on the (B)(6) angiography was not detected. A touch-up was attempted using a trilobe balloon at the contrast-staining point in the distal arch to correct the stent framework. Angiography was repeated after the touch-up, but no change in contrast density was observed. Since this endoleak had been most clearly identified on the (B)(6) angiography, a new zta-p-44-233-w1 (e4440314) was deployed with its proximal portion partially covering the left subclavian artery. Another touch-up was performed, resulting in reduced contrast staining outside the stent in the distal arch. Although the endoleak outside the stent in the distal arch did not completely disappear, no blood flow entering the aneurysm was observed. Distal type 1 endoleak (this complaint, (B)(4) two angiographic assessments were performed at the distal portion of the initially implanted zta-p-46-233-w1 to identify the endoleak. First angiography: contrast was injected around 3¿4 stents proximal from the distal end, confirming contrast outside the graft. At this point, distal type 1, type 3, and type 4 were not yet confirmed. Second angiography: contrast injection was performed approximately 10 mm below the distal end. Contrast was seen traveling from the distal graft edge toward the proximal direction, confirming distal type 1. Since the presence of a distal type 1 was confirmed, a zta-de-46-97-w1 (e4453321) was deployed as a one-stent distal extension. A touch-up was performed with a trilobe balloon, and final confirmatory angiography was conducted. Although the visualization occurred slightly later, a mild distal type 1 endoleak was still observed. Patient outcome: consumptive coagulopathy proximal type I endoleak (unclear whether related to the consumptive coagulopathy) suspected type iiib endoleak, and suspected type IV endoleak proximal type I endoleak (cn-(B)(4) distal type 1 endoleak (cn-(B)(6). A definitive diagnosis was to be made by angiography, and additional treatment would have been performed if an endoleak had been confirmed. Although a 46 97 device was implanted during the recent procedure, if the likelihood of a type iiib or type IV endoleak had been high, the plan was to use the same 46 233 device as in the previous procedure.